Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 , patient underwent anterior cervical discectomy and fusion (acdf) - extrapharyngeal anterolateral approach , and patient was implanted with rhbmp-2 at levels c5-c6 -c7. Onset (B)(6) 2009- patient presented with complaint of wound drainage ("tiny bit"), tension headaches. As noted, event was associated with "buffalo hump" <(>&<)> attributed to possible cushing syndrome; referred to endocrinologist. Onset (B)(6) 2010- patient presented with complaint of swelling between shoulders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wound drainage was healed nicely. The event was , reportedly, related to surgical procedure and was resolved on (B)(6) 2009, within 24 hours.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.